Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable investigation finding of stent failed to expand. Investigation results: based on the available information, boston scientific corporation could not confirm the reported event of stent failure to deploy as the stent was able to be deployed during functional testing. However, stent expansion problems were noted. Stent expansion rates can be negatively impacted by factors, including compression, time, temperature, and humidity. These conditions can influence how the stent behaves once it is released from the catheter delivery system. Additionally, the observed problem of outer sheath kinked was likely due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a wallflex fully covered biliary stent was returned for analysis. A visual examination of the returned device found the stent was fully covered and undeployed. Additionally, the blue outer sheath was kinked. Functional inspection was performed by actuating the delivery system (slide the handle back along the stainless-steel tube), and no resistance was encountered. No other problems were noted with the stent and delivery system. Risk review: a risk review performed for the wallflex biliary stents device confirmed that the events of stent failure to expand is a known event defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the wallflex biliary stents device is acceptable. Labeling review: a labeling review was performed, and from the information available, there is no evidence that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure the stent was unable to deploy in the patient body. Another wallflex fully covered biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding which revealed that the stent failed to expand. Please see block h11 for full investigation details